Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer fell due to low blood glucose of 34 mg/dl, which caused belt clip to break. Customer was treated with honey. Customer did not seek medical attention. Customer declined troubleshooting.